Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, difficulty to interrogate due to system crash was noted on the device. The firmware software was reloaded to resolve the event and normal function of the device was restored. The patient was stable with no adverse consequences. Further information was requested but not available.